Event description:
Report received from USA stating that the device is heating up. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was not confirmed. If additional info is received, a supplemental MDR will be sent. (B)(4).